Manufacturer narrative:
Product was returned for evaluation. The expanded evaluation report states: the seat rails were bent inward, causing them not to settle properly into the h-blocks. The upholstery was without any rips or tears, although it did sag in the middle due to the bent seat rails. Utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the seat rails not settling into the h-blocks. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
The dealer states that the seat won't click in to attachments.